Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that that the electric connection temporarily deteriorated, and the image signal output got adversely affected and unstable, and caused the failure in the image sensor due to: the electric load (stress) accumulated due to energization on the image sensor, and the internal electric circuit board of the scope connector (including electric parts mounted the circuit board), mounted in image sensor unit built in the distal end section of the scope; the static electricity accidentally has applied; the overcurrent generated due to insertion / withdrawal with the system on. Additionally, the overcurrent was produced due to insertion / withdrawal with the system on, or overcurrent from other devices or electric wiring, or dust or moisture on the electric contacts of the system and video connector. The event can be detected and prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system describes the methods for inspection on the suggested event." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparo-thoraco videoscope images occasionally turned reddish. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. Related file: (B)(6).